Event description:
Technician alleged that the brake casters are not holding. No pt impact.

Manufacturer narrative:
The tech found faulty brake and steer linkage. The tech replaced the brake and steer with an upgrade kit to resolve the issue.